Event description:
The doctor reports a vestibular bone fracture at tooth position number #46 during the impression-taking. The procedure was not completed with the placement of another implant. The doctor reports pain and edema.

Manufacturer narrative:
Zimmer biomet complaint number(B)(4). A4: patient weight unknown / not provided. D4: additional device information unknown / not provided . G4: premarket identification k011028/k013227. H4: device manufacturer date unknown / not provided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report, b5: describe event or problem, d3: manufacturer email address, d4: additional device information, d9: device availability, g1: contact name and email, g3: date received by manufacturer, g6: type of report, h1: type of reportable event, h2: follow up type, h3: device evaluated by manufacturer, h4: device manufacturer date, h6: adverse event problem, h10: additional narrative. Zimvie received one (1) tsvwb8, (impl tapered scr-v sbm 4. 7mm 4.5mm 8mm) for evaluation. Visual evaluation was performed, the implants had signs of use. Bone debris on the external threads. The implant had markings from removal. No damage to the implant was identified to any of the three implants. No signs of malfunction that would contribute to the event. Measurements match drawing. DHR review was completed for the subject lot number 1261707. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1261707 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : medical : bone fracture. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was inadequate treatment planning. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable with all the available information provided. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.